Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Loosened prosthesis type univation has loosened which leads to revision surgery. Almost no adherence to the cement could be detected. All med watch submissions related to this report are: 9610612-2018-00017, 9610612-2018-00021.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. No abnormalities or damages were found on the coated surface of the implant. On the tibia component of the implant, little bone cement residues could be determined. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is not product related. Rational: it could be possible that there were problems with the cement technique. Potential sources of faults relating to the cement: the processing time of the used cement was exceeded. Incorrect temperature, unfavorable storage, the age of the cement, incorrect handling of the cement. No CAPA is necessary